Event description:
A customer reported a malfunction with their insulin pump, which occurred after the pump was dropped "really hard." It is unknown if the issue affected the customer's blood glucose levels, as this information was not provided. Technical support aided the customer in resetting the pump, but the malfunction code recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.